Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pulse generator showed that the right atrial (ra) lead was over-sensing noise causing moderate automated mode switch (ams) episodes. Isometric testing performed at the clinic was found to have reproduce the noise. Programming changes were made to resolve the issue and the patient will be seen in the clinic per scheduled appointment. The patient was in stable condition.